Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a prophylactic exchange of the device, the lead was noted to be damaged. All measurements were stable and within the normal range. X-ray confirmed a conductor cable moving in the opposite direction of the lead. The lead was capped and replaced and the patient was stable.